Manufacturer narrative:
H.6. Investigation summary one photo sample was received by our quality team for evaluation. From visual inspection of this sample, leakage from the adapter was unclear, the customer experience was not able to be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found.

Event description:
It was reported that the bd angiocath¿ plus IV catheter experienced leakage during use. The following information was provided by the initial reporter: during IV injection, observed leakage from the yellow part of catheter. (Connect and angiocath are tightly locked).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd angiocath¿ plus IV catheter experienced leakage during use. The following information was provided by the initial reporter: during IV injection, observed leakage from the yellow part of catheter. (Connect and angiocath are tightly locked).